Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker's battery life decrease from seven years to five years within three months. As per analysis, the device power consumption is being affected by high rate atrial sensing. As of the moment, this device is still implanted. No adverse patient effects were reported.